Manufacturer narrative:
This device does not have an expiration date. This is a known problem in which the o-rings on the inner handle for either flat panel monitors or surgical lights become damaged or broken. The user is unable to install the sterilizable covers correctly following this damage. The damage is generally caused by improper or forceful installation. This is not a single use product.

Event description:
It was reported that the sterilizable handle cover for the flat panel monitor was unable to be inserted. There was no reported patient involvement nor adverse consequences.